Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.

Manufacturer narrative:
The reported issue of a large volume pump of lvp¿s had dim segments was confirmed on 93 out of 93 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 93 out of 93 lvp display board assemblies exhibited dim segments. Dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification was issued to improve the manufacturing process. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known h3 other text : only lvp display board was provided for investigation.